Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized for several days for diabetes ketoacidosis. The customer¿s blood glucose level was unknown at the time of hospitalization. The customer stated that they had several issues with the supplies. As a result, they had to call the emergency medical technician for help multiple times and was hospitalized for several days; each were different instances on different weeks. The insulin pump got blocked apparently but it did not get an alert. The customer stated that they went into full diabetic ketoacidosis and nearly died. The hospital took the insulin pump away despite that the customer had already changed out the site and corrected the issue. So that week the customer had to change the site three additional times. The following week the emergency medical technician had change the site on both of those occasions as well. After that the monitor had the customer to change the sensor multiple times. The customer stated that they were sick, stressed and scared. The customer stated that when the pump worked, the sugars were much more in line but they were afraid that the insulin pump would kill me long before they had diabetic complications. The product will not be returned for the analysis.